Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734727, lot /serial #: unknown; "priduct ID": 9735225r, lot/serial #: unknown. Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was main leads were replaced. The manufacture date was not available at the time of reporting. Analysis summary text : action/resolution: items replaced br- mains lead pc if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the cranial application was not booting up. It was stuck in srmanager error. No patient was present at the time of the event.